Event description:
Reporter stated that user from facility reported that the lcd on station 5 of the unit was turning dark and more difficult to read. Because it was turning darker, user requested that unit be returned for evaluation. No patient involvement since lcd was readable at all times.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests, however station #5 lcd was damaged. The complaint was confirmed. Unit was sent to repair and the broken lcd replaced. The unit has passed qa final inspection.